Event description:
The customer reported that there was an intermittent fast stop activated error message. This causes the system to shutdown. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The vertical lift was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Manufacturer narrative:
A ge service rep performed an on site investigation. The vertical lift was replaced during the service call. The system was tested and found to be working as intended and put back into service.